Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states for 1.5 weeks it seems her device is not even on. Pt states she's having pain like before she even had the device. Pt states she now has to take twice or three times the gabapentin plus a pain pill. Pt states when the weather is bad she has to take the pills too. Pt wondered whether she changed settings on her own, patient services (pss) advised to change the amplitude to see if this works. Pt states the system seemed to turn itself off today and during the call where patient had to turn back on. Pt was at 40% during call and maybe 30% prior to call. The patient was redirected to their hcp.